Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the verbatim: per customer: we have had issue with leakage from the pump and channel of the pump was wet. Please advise on any issues you are seeing; this is a product with high usage and have one event of this nature reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation and DHR . The customer reported the pump segment was leaking, and returned one used set of material 2420-0500 and batch number 23073003. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water by gravity, and with some manipulation on the pump segment, the leak was noticed. The complaint of pump segment leak was verified. The leak was from a small pinhole in the upper fitment of the silicon tubing. The root cause of the pin hole in silicon was not traced to manufacturing process. This failure is possibly related to the loading techniques of the end user, we urge the customer to carefully load the pump segment top first. Device history record review for model 2420-0500 lot number 23073003 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.